Event description:
The patient was undergoing a right superficial femoral artery stenting and right femoral popliteal and distal vessel arteriograms. It was noted at the end of the procedure that the terumo fr 4 pinnacle introducer sheath had broken off. X-ray revealed the tip of the terumo fr 4 introducer sheath remained in the subcutaneous tissue in the left groin. The surgeon determined that in order to get the small fragment out a cut down would have to be performed and this would not benefit the patient. The surgeon decided to leave the tip in, as it would not cause harm to the patient. Manufacturer response for introducer sheath, terumo 4fr pinnacle access system (per site reporter). Spoke with terumo vendor and made her aware of this incident.